Event description:
The customer reported to olympus, the flex deflectable videoscope was showing error message. The issue was found during an unknown procedure. There were no reports of patient injury or harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that due to damage on charge couple device (ccd) unit and the data error of scope ID, the b30 (scope communication error) occurred. In addition, non-reportable malfunctions were found during the device evaluation: bending section cover (a-rubber) had a scratch and the adhesive had a chip, switch (sw1) was damaged, and the light guide cover (lg-cover) glass was deformed. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a defect of the image sensor unit, and/or the failure of the internal circuit board of video connector or the system. The event can be prevented by following the instructions for use (IFU) which state: "the instruction manual operation manual ¿chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ describes the following warning. Confirm that the wli (white light imaging) and nbi (narrow band imaging) endoscopic images are normal. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. (See figure 3.23) 4 adjust the brightness level as appropriate. 5 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities." Olympus will continue to monitor field performance for this device.